Event description:
A patient prescribed brachytherapy for cancer of the left breast, received a dose of radiation to a site other than the intended site. The treatment plan was for ten fractions of hdr to be delivered starting in 2003. In june, 2003 between the 5th and 6th fraction it was discovered by the user that the source was incorrectly placed in the catheter. The incorrect placement of the source in the catheter resulted in a superficial skin dose of 70 gy to a circular area approximately 1 cm in diameter. Deeper absorbed doses of 34 gy, 15 gy, and 10 gy have been estimated by the user to be at depths of 1 cm, 2 cm, and 3 cm respectively. In june, 2003 the user observed a slight erythema of the skin which measured 1 to 2 cm in diameter. According to a statement of the user, the event was a result of a human error that occurred. By entering the wrong stepsize the source was instructed to stop 20cm from the catheter tip instead of 20 mm.